Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was over 600 mg/dl. Current blood glucose level was 152 mg/dl. Customer did not had any symptoms. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not assisted with troubleshooting. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was over 600 mg/dl. Current blood glucose level was 152 mg/dl. Customer did not had any symptoms. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not assisted with troubleshooting. The customer will discontinue use of the device.